Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the old reservoir he removed had some air bubbles. The customer filled brand new reservoir and he received another no delivery alarm while he did the fill tubing.